Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a short battery life. A cs 177 alarm was observed in the black box due to normal battery usage. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was observed to be cracked in the u groove area. The cover crack was observed between the corner of the display lens and the case seal. The base was observed to be cracked as well. The current draws were within specification. A ¿battery life¿ issue was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.